Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump emitted call service alarm 064. There is no indication the alleged product issue caused or contributed to an adverse event. Troubleshooting was not completed with animas customer support. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the pump¿s black box showed evidence of a cs 064 alarm. During testing, the pump was powered on to the verify screen with a cs 064 alarm emitted upon the first load attempt.; the reported cs 064 issue was duplicated. Further testing was not able to be performed. The pump cover was removed and moisture corrosion was found to the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.